Manufacturer narrative:
Device evaluation: one used epifuse connector and one used flat filter were returned. Upon visual inspection, no abnormalities were found. The returned components were connected to a catheter from a stored sample, water was injected, and a catheter removal test was performed, but no abnormalities were found. The complaint was not confirmed. It is suspected that the probable cause is that the catheter was not inserted deep enough in the epifuse connector, or that liquids, such as alcohol and chemicals, were attached to the catheter or epifuse connector. The complaint is likely to be a problem caused by usage, and the manufacturer will monitor the complaint trend.

Event description:
It was reported that there was leakage from the filter, catheter dislodgment. The event occurred during use. There was no reported patient harm/adverse event.